Event description:
It was reported that patient had smith+nephew components since (B)(6) 2019. A revision surgery was performed on (B)(6) 2020 due to instability and chronic dislocations. The cup, liner and femoral head were removed.